Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022). Device pending return.

Event description:
It was reported that approximately three months post port placement, the catheter allegedly fractured near cuff. The procedure was completed with reinforcement of the catheter with a clamp. There was no reported patient injury.

Event description:
It was reported that approximately three months post port placement, the catheter allegedly fractured near cuff. The procedure was completed with reinforcement of the catheter with a clamp. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one broviac s/l catheter segment was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. A complete compound break was noted starting approximately 4.5cm proximal to the proximal end of the tissue cuff and a complete compound break was noted starting approximately 12.3cm distal to the distal end of the tissue cuff. Both the compound breaks appeared cleanly cut. However, the investigation is inconclusive for the reported catheter fracture as the entire device was not returned for evaluation and the provided information itself is not enough to confirm the reported event. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.